Manufacturer narrative:
The sample received, at the manufacturing site for evaluation. Was in a tray labeled with a different item and lot number as reported. Furthermore, after reach for clarification was informed, that the reporter is unsure how the samples were mixed. And cannot clarify, what product goes with what pr. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation site was unable to review the photo attached, it appears to be cut off. And the information is unavailable. A sample was not received, at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cutter stopped cutting during the vitrectomy procedure performed on a male patient's right eye. The product was replaced and the procedure was completed. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).